Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v335185, implanted: 2010-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37754, serial# (B)(4), product type recharger, product ID 3387s-40, lot# v335517, implanted: 2010-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s right implantable neurostimulator (ins) was not holding a charge as well and took longer to recharge. The healthcare provider (hcp) was concerned that the ins was flipped. It was stated that the impedances on c/2 (2,660 ohms), c/3 (2,291 ohms), and 2/3 (4,501 ohms) were reportedly ¿high.¿ only the impedance on 2/3 was out of range. The therapy impedance of the right ins was 917 ohms (at a current of 4.056 volts). There was no indication to a change of therapy. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).